Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant, the torque wrench was inserted into the grommet of the implantable pulse generator (ipg) and could not engage the set screw. After removing the silicone from the grommet, it was determined that the set screw was sitting sideways in the header. The device was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated misalignment with the set screw. The analyst indicated the atrial grommet was damaged and the atrial set screw was slightly misaligned in the set screw block. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.